Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterile pouch was torn. During unpacking, it was noted that the product box of the watchman® access system was slightly damaged. Upon closer inspection, it was noted that both the box and the sterile pouch inside the box each had a tear. The device was not used.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was), in the original carton. The shelf carton (box), carton seal, and the device tyvek packaging (inside packaging) were tactile and visually inspected. Inspection revealed damage (crushed/bent/dented) to all six sides of the carton, and the box seal was torn open. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported damage to the box carton was confirmed, however the reported hole in the package and contamination were not confirmed. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the sterile pouch was torn. During unpacking, it was noted that the product box of the watchman access system was slightly damaged. Upon closer inspection it was noted that both the box and the sterile pouch inside the box each had a tear. The device was not used.